Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown, serial#: unknown, product type: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the belt is too big for her and is afraid it's not going to stay in place. Patient said "I had a very rough day" and mentioned bleeding and bloody bandage, belt is very uneven, burns when I pee, face is brush burned from surgery, pretty significant sores on my cheeks, and infection after infection. Patient also mentioned the wires are tangled in the back, she tried to fix them as much as she could but the wires are still cutting into her skin in the front. The issue was not resolved at the time of the report. Patient stated that she is in pain still and has diarrhea. No further patient complications are anticipated or expected as a result of this event.